Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation and to correct information provided on the initial report. The following sections were updated or corrected: d8, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation presumed that the reported issue occurred due to the defect of the video connector board, charged coupled device (ccd) unit or the third-party repair. A conclusive root cause was not identified. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor."

Event description:
A user facility returned the olympus, endoeye flex deflectable videoscope to olympus due to air water leakage and fluid invasion. Upon inspection and testing of the returned device, it was observed that there was no image on the device. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of device leakage from the switch button. Additionally, there was no image from the device. The defective light guide tube and the cable tube were non-olympus device and were performed by a third party. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.